Event description:
It was reported that during a lap gastric banding procedure, the surgeon used a grasper to grab the balloon and punctured the balloon two different times. The balloon was removed and there were grasper marks on the balloon. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 09/04/2008. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.